Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1927487-2020-22574. It was reported the patient experienced ineffective stimulation therapy from the scs system. Reprogramming was unable to resolve the issue. As such, the patient underwent surgical intervention in (B)(6) 2018 (exact date unknown where the system was removed.